Event description:
It was reported that during a routine generator change out due to eri, a fluoroscopy revealed the lead insulation was abraded. No electrical anomalies were noted. The patient would be monitored.

Event description:
Additional information notes that during a routine generator change out the lead was performing normally, however the physician decided to replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded from 3.1 cm - 3.7 cm from the distal tip. The redundant conductor insulation was intact.